Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited an ECG failure. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx, indicating an ECG fault. There was reportedly no patient involvement. During the self-test of the ECG device, a malfunction occurred. Upon onsite evaluation, the philips field service engineer (fse) discovered that the ECG lead cable was not installed during the self-test, which resulted in the malfunction. The fse installed the ECG lead cable to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.